Event description:
New information noted that the left ventricular lead also exhibited impedance problem.

Manufacturer narrative:
The reported events of unacceptable threshold and impedance issue were confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented for implant procedure. During procedure it was noted that the left ventricular lead was exhibiting inadequate capture. The procedure was completed using a different lead. The patient was in stable condition.